Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. Five days after event onset, the patient was hospitalized for the event and began treatment with vancomycin (intraperitoneal, for four days, dose and frequency not reported), amikacin (intraperitoneal, for four days. Dose and frequency not reported). Five days after event onset, the patient was treated with meropenem (intravenous, ongoing, dose and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized was recovering from the event. Two weeks after event onset, pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.